Event description:
Patient wearing the miami j collar and developed an unstageable, right clavicle pressure injury. It was noticed that the padding inside the collar did not come down to the distal end of the collar, so there was only plastic on the patient's skin.